Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer is attempting to fill tubing but is stuck in a loop where the fill tubing stops at 9.8 u and prompts the customer to fill again or finish the load process. There was no impact to the customer's blood glucose level.